Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ã¸1.3 self-tap l9 tan was observed stripped at the head threads, likely caused by the attempt to locking the screw to device. Interaction issues are most likely due to this condition. A dimensional inspection was performed for the lockscr ã¸1.3 self-tap l9 tan and met specifications. An interactional test was unable to performed due to mating device was not received to asses the interaction. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the lockscr ã¸1.3 self-tap l9 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: feature: total length feature: shaft diameter specification: 9 mm +0.5mm / -0.0 mm specification: 1.3 mm / 1.35 mm max. Measured dimension: 9.29 mm (conforming) measured dimension: 1.31 mm (conforming). Device history part:04.130.109s, lot:3l17246, manufacturing site: werk grenchen, supplier:na, release to warehouse date: 17 jan 2019, expiration date:na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on january 11, 2024, the patient underwent an orif for fifth metacarpal diaphyseal fracture. The locking screw was inserted but unlocked in a hole in the y-shaped plate. And then, the locking screw in question was tried to be inserted to another hole, and unlocked situation remained. Meanwhile, the unfitting hole was reattempted to be inserted by other screw, and locking was successful. The surgeon commented that the cause for the unlocked situation is likely the screw in question itself. The surgery was completed successfully without any surgical delay. Patient status, stable no further information is available. 2 items has been registered as impacted products for the screws. This is because it is unclear which lot of screws is the actual complaint item. The surgery was completed without any problems with implant fixation due to the use of an alternative. This report is for one (1) lockscr ã¸1.3 self-tap l9 tan this is report 1 of 4 for complaint (B)(4)